Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.20 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the tip of the harmonic ace instrument broke upon firing, and the assistant retrieved the broken piece from the chest. The procedure was completed with a backup da vinci instrument of the same kind. Due to the alleged issue, the procedure was delayed by 15 minutes. The customer is unable to release patient demographic information for this event intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for 30 minutes prior to the breakage. The customer alleged the instrument was not functioning before the breakage. The surgeon had no issues with removing the instrument from the arm prior to the breakage. All fragment(s) were retrieved during the procedure. No surgical procedures were required to remove the fragment. The customer was unsure of there was collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident.